Manufacturer narrative:
On 22-nov-2021, bwi received additional information regarding the event. The adverse event occurred on (B)(6)2021. This adverse event was discovered during use of biosense webster products. The physician said she felt the lasso give a little resistance and then noticed the lead looked like it was not in the correct location for ra pacemaker lead. As far as intervention, the physician stopped the ablation procedure and began a second procedure to reposition the ra pacemaker lead. Lead was repositioned without incident and patient¿s pacemaker was functioning correctly post repositioning. The patient outcome of the adverse event if fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent a atrial tachycardia ¿ right ablation procedure with a lasso® nav eco variable catheter. The catheter dislodged the right atrium defibrillator lead and could not capture ra when pacing from the implanted defibrillator. After successfully mapping and ablating the right atrial tachycardia the lasso catheter dislodged the ra defibrillator lead. Fluoroscopy confirmed the dislodged lead and it would no longer capture the right atrium when pacing from the implanted defibrillator. The device was capturing the ra pre-procedure. The physician proceeded to prep the patient for lead revision. There were no patient complications as a result of the lead dislodgement. The damage did not result in wires and/or braid being exposed. The damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the device. The lasso that was used was not detached. It came out of the patient¿s body whole with no damage to the lasso device. The lasso was in the ra when it accidently dislodged the patients ra lead. The ra lead tip of the ra lead of the patients pacemaker device was detached from the ra endocardium, no other patient consequence. Pt remained stable and hemodynamics remained stable. The patient¿s pacemaker device was interrogated post ablation and the threshold numbers had drastically changed from pre procedure interrogation. The entire ra lead was still intact and was repositioned by the physician in another procedure following the ablation. Patient was not dependent on the ra lead functioning but the physician still wanted to reposition it so it would capture correctly. No part of the lasso was detached. Lasso was in a sl1 abbott sheath, 8.5 fr. No difficulty maneuvering the catheter throughout the procedure. There was no detachment of any component and the loop/tip did not become unknotted. The issue did not result in exposure of any internal catheter components or sharp edges. No pacing issues were identified. Additionally, since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.